Event description:
During hip arthroscopy surgery of arthritic 65 y.o. Male, the gear that allows varus/valgus adjustment failed, causing the wire tensioner to slip into the varus orientation and the k-wire to cut into some of the medial osteoporotic bone. According to the surgeon, no permanent injury occurred, but surgical intervention was required in order to complete the procedure.